Event description:
Customer reported a pressure dome leak that occurred during treatment. Customer reported that the leak was noticed when the treatment had reached 354 ml whole blood processed (wbp). The treatment was aborted at that time and no blood was returned to the patient. Customer reported that the system pressure dome was installed correctly as it was primed successfully. Service order: (B)(4) (service was dispatched to clean serial (B)(4) per customer request).

Manufacturer narrative:
Batch record review: review of lot a121 shows (B)(4) for bioburden alert limit, which was not related to the event. This lot met all release requirements. A review of complaints received for lot a121 was performed. There was 1 additional complaint reported for pressure dome leaks to date for this lot at the time of the event. (B)(4). The centrifuge pressure sensor was out of specification. Replaced the pressor sensor and calibrated all the pressure sensors. Cleaned blood from under the pumps heads and deck. Performed the annual maintenance check and section 7 procedure. Repairs have returned this instrument to expected operation. The assessment is based on information available to at the time of the investigation. The root cause could not be determined based solely on the information provided by the customer. No product was returned by the customer for investigation. (B)(4).